Event description:
Complainant alleged that during a shift check, the autopulse® platform lcd display flickers off and on. The platform still performs compressions, however, nothing can be seen on the display. There was no report of any patient involvement. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and no damages were observed. During functional testing, the reported issue of the platform display flickering off and on was observed. The reported complaint was confirmed. Further inspection identified the cause to be that the lcd display was not functioning properly. The platform was run with a test mannequin for 10 minutes and no other issues were observed. Other than the platform display not functioning properly, no other issues were observed. A review of the archive was performed, which found that user advisory 18 codes (max take up revolutions exceeded) occurred on the reported event date of (B)(6) 2014. Based on the archive data, the cause was determined to be that no object was placed on the platform while it was in operation. Based on the investigation, the part(s) identified for replacement was the lcd display. In summary, the reported complaint was confirmed during functional testing and is attributed to the lcd display not functioning properly. Following service, including replacement of the lcd assembly, the device passed all testing criteria.